Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be peeling off the pump. The up arrow, down arrow, and ok buttons responded properly during testing. The keypad was removed and evidence of contamination was found on all of the keypad contacts. Unrelated to these issues, evaluation revealed the contrast button was unresponsive and the button contact was missing, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination on all of the keypad contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.